Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Manufacturer narrative:
No investigation has been performed as the site has not confirmed that a medtronic representative may visit the site and perform an investigation. No additional information was provided. Site has not confirmed service.

Event description:
A site representative reported that, while in a spinal fusion, the gantry door of the imaging system was not opening and closing properly when prompted by the user. The site was able to manually override the function and continue with the procedure. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.